Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was taken to the hospital by emergency services due to pacing failure with syncope. The right ventricular (rv) lead had high pacing impedance, noise and oversensing while the arm was raised as well as during pocket manipulation, pacing failure at maximum output, and a fracture. The device was reprogrammed and a temporary external device was used. The rv lead was subsequently explanted and replaced. It was further reported that during the procedure, the patient experienced a pneumothorax. The physician also noted that the device was dented and felt that the dent could have caused the pacing failure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.